Event description:
Patient reported experiencing elevated blood glucose of 512 mg/dl. His normal blood glucose range is approximately 150-200 mg/dl. He reported symptoms of dry mouth, frequent urination, and irritability. Patient stated that he had experienced insulin pooling under his skin and the infusion device occluding. He indicated that he has scar tissue in the areas of his infusion sites. Patient stated that he does not use other areas of his body due to body hair. The patient was educated on infusion site rotation and preparation. He indicated that he administered a 6.0 unit bolus to address the issues. Patient stated that his blood glucose remained elevated, but was decreasing. The patient did not report asistance by a healthcare profesional or second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
H:6: no product will be returned for evaluation.